Event description:
Patient's spouse called alleging that patient's meter was reading inaccurately erratic. Patient had started sweating and ended up having a seizure after a blood glucose result of 90 mg/dl. Patient's spouse had reported his patient as a brittle diabetic. Approximately five months ago at 6:10 am patient tested their blood glucose at "90 mg/dl". At 6:25 patient started calling and yelling for their spouse. When their spouse found patient, patient was sweating, shaking, unable to open their mouth and ended up having a seizure. Patient's spouse called family member, who is a nurse, and they recommended juice and sugar. Spouse stated they tried giving patient sugar, however, their mouth was shut and spouse could not get patient to open their mouth. 15 minutes later patient came to and was able to sit down. Patient's spouse mentioned they had panicked and did not remember to call 911. Patient tested and got a result of 41 mg/dl. Patient was not taken to the hospital or treated beyond home care. Patient's spouse could not recall anything after the incident or if patient took any medication or ate anything after the second blood glucose test result of 41 mg/dl. No further information has been reported.